Event description:
It was reported that a patient presented remotely via merlin.net. The atrial lead exhibited noise. The atrial lead was capped and replaced on 14 may 2024. No patient condition was reported.